Event description:
The driver tip was stuck in the implant at implant placement. The implant was removed and the driver tip and the implant was disengaged by hand force. Another implant was placed with the same driver tip in the same surgery. Patient is fine.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A 3i t3® non-platform switched tapered implant 4 x 11.5mm (item # bost411) was returned for investigation. However, visual inspection and functional testing of the as returned product could not be conducted, as the product was misplaced in-house. A certain® 3.4mm(d) driver tip - long (item # impdtl) was not returned for investigation, and is reported to still be in use. The reported device was located on tooth # (B)(6) and was removed upon placement. Pictures or x-ray images were not provided. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev f - november 2015 and instructions for use for biomet 3i kits and instruments (p-zbdinstrp) rev. B - july 2018 information identified: applicable information can be found in the warnings, precautions, and breakage sections of IFU (p-iis086gi) rev f, and the warnings and precaution section of (p-zbdinstrp) rev. B. Complainant reported that the driver tip was stuck in the implant at implant placement. The implant was removed and the driver tip and the implant was disengaged by hand force. Another implant was placed with the same driver tip in the same surgery. The reported complaint could not be verified as the product was not available for evaluation. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A 3i t3® non-platform switched tapered implant 4 x 11.5mm (item # bost411) was returned for investigation. Visual inspection of the returned product found no signs of significant wear, damage, or deformation. A certain® 3.4mm(d) driver tip - long (item # impdtl) was not returned for investigation, and is reported to still be in use. Functional testing of the returned product found that it merged with, and separated from, in-house testing drivers without any of the reported issues. Pictures or x-ray images were not provided. A device history review (DHR) was completed for the subject lot number (2015031439). No related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. DHR review could not be performed for the reported impdtl, as the lot number associated with the reported product is not available. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev f - november 2015 and instructions for use for biomet 3i kits and instruments (p-zbdinstrp) rev. B - july 2018 information identified: applicable information can be found in the warnings, precautions, and breakage sections of IFU (p-iis086gi) rev f. And the warnings and precaution section of (p-zbdinstrp) rev. B. Complainant reported that the driver tip was stuck in the implant at implant placement. The implant was removed and the driver tip and the implant was disengaged by hand force. Another implant was placed with the same driver tip in the same surgery. The reported complaint could not be confirmed through functional testing of the returned implant. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). This report is being relayed due to an error in the previous submission (MFR-0001038806-2019-00843 - 2) (date received by manufacturer) was unintentionally left blank. The following sections have been updated: date of this report. Date received by manufacturer. Type of report, follow-up number. Follow up type.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the doctor was unable to place the implant into the osteotomy. There was no primary stability.